Manufacturer narrative:
(B)(6).

Event description:
It was reported that both anchors fired at the same time, rather than separately. Another of the same device was on hand, and case continued without further incident. No patient injury was reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.